Event description:
It was reported that patient was experiencing withdrawal. The patient was in the healthcare provider's office, and "in the couple of days has had withdrawal". Information was unclear as to the exact date or timeframe of the withdrawal. The medication in the pump was baclofen (compounded). Specific withdrawal symptoms were not provided, nor was the patient outcome. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).